Manufacturer narrative:
The customer's in-house electrician hard wired the power cables (conveyor interconnect harness), to resolve the issue. The beckman coulter field service engineer (fse) confirmed the component was charred within the instrument. (B)(4).

Event description:
The customer reported the power connector for the track shorted out and melted causing the track to stop on their power processor, 3.0 pp basic track system. There was smoke observed. The fire department was not called for the incident. There were no injuries reported. No erroneous results were generated.